Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the pt lost efficacy. The pt's lead and extension were replaced. The reason for replacement was provided as "lead/extension breakage". No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this event. A follow-up report will be sent if add'l info is received.